Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformance were identified.

Event description:
It was reported that during a sleeve gastrectomy the reload would not seat into the stapler with the red plastic tab in place. The tab was removed and the reload would fit. When the stapler was handed back to the tech it fell out. The procedure was completed with additional like reloads. There were no patient consequences.